Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Device has been discarded by the hospital and is not available for inspection. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported, "the customer reported via the sales rep that during surgery, the stem sat proud. It is further reported that the surgeon broached the femur for a size 4 stem, however the size 4 stem sat proud. It is further reported that the surgeon implanted a size 3.5 stem and the surgeon was satisfied with the outcome. It is further reported that there are no adverse consequences."